Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient has reported "3 ruptures". Patient later reported "capsular contracture". Healthcare professional later reported "only the one implant is defective". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, d6a.

Event description:
Patient has reported 3 ruptures in the right device. The device has been explanted.

Event description:
Patient has reported 3 ruptures in the right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, d6b, g2, g4, h4, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient later reported "capsular contracture". Healthcare professional later reported "only the right implant is defective".